Event description:
It was reported that during an unknown procedure the hand piece blue has eroded. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2026. D4 batch #: y7004u. Additional information was obtained: they only had one blue handpiece that was corroded at the end of the metal handle. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was connected to a generator and evaluated with a test instrument, and was found to be functional. No communication issues were observed at any time during the testing. The handpiece was disassembled to verify the condition of the internal components, and the presence of moisture was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y7004u, and no non-conformances were identified. Although no definitive root cause could be drawn, it is possible that the ingress of moisture affected handpiece functionality. No patient involvement or adverse outcomes were reported in the investigation.